Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Batterry - (B)(4). H3: yes h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 batterry -(B)(4). H6 FDA results code(s): 213 h6 FDA conclusion code(s):71 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis, (B)(4): the controller passed visual and functional testing. Additional products analysis: the returned batteries passed visual and functional testing. Batterry - (B)(4). H3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 3213, 3233 h6 FDA conclusion code(s): 25 batterry - (B)(4). H3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 3213, 3233 h6 FDA conclusion code(s): 25 batterry - (B)(4). H3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 213, 3233 h6 FDA conclusion code(s): 71 batterry - (B)(4). H3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 213, 3233 h6 FDA conclusion code(s): 71 batterry - (B)(4). H3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 3213, 3233 h6 FDA conclusion code(s): 25 this report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The controller ((B)(4)) and five batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the controller and the batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. No power switching events were recorded. As a result, the reported power switching could not be confirmed. Analysis of alarm log files revealed two critical battery alarms due to communication errors involving (B)(4). Additionally, one critical battery alarm was recorded involving (B)(4) due to the battery depleting below 10% relative state of charge (rsoc). As a result, the reported power switching could not be confirmed; however, the reported critical battery alarms were confirmed. The most likely root cause of the critical battery alarms can be attributed to a communication errors and due to a battery depleting below 10%. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional concomitant medical products: unknown implant date. Additional system component being reported for this event: heartware® ventricular assist system - (B)(4) - battery / model# 1650de/ expiration date: 2017-06-30 / (B)(4); return date: 2017-10-26. Device evaluation anticipated, but not yet begun. (B)(4). Heartware® ventricular assist system - (B)(4) - battery / model# 1650de / expiration date: 2017-05-31 / (B)(4); return date: 2017-10-26; device evaluation anticipated, but not yet begun. (B)(4). Heartware® ventricular assist system - battery (B)(4)- battery / model# 1650de / expiration date: 2017-06-30 / (B)(4). Return date: 2017-10-26. Device evaluation anticipated, but not yet begun. (B)(4). Heartware® ventricular assist system - (B)(4)- battery / model# 1650de / expiration date: 2017-06-30 /(B)(4). Return date: 2017-10-26. Device evaluation anticipated, but not yet begun. (B)(4). Heartware® ventricular assist system - (B)(4)- battery/ model# 1650de / expiration date: 2017-06-30 / (B)(4). Return date: 2017-10-26; device evaluation anticipated, but not yet begun. (B)(4).

Event description:
It was reported that there were several battery switching events. Log files showed several critical battery alarms. The batteries and controller were exchanged. No patient complications have been reported as a result of this event.